Event description:
Report received of an overdelivery. The device was programmed in the pca+ continuous mode to deliver morphine 1mg/ml, with a 2mg/hr infusion rate, a 1mg pca dose, a 20 minute pt lockout, and no 4 hour limit was selected. The consumer reported that the pt was intubated and "not conscious" prior to the event. A pca dose was programmed into the device to allow the nurses to use the pt pendant as needed, since the pt was not capable of using the pendant. In 2004, between "approximately 7:30am and 8:00am," a new 30ml vial was placed in the device. Reportedly, between "approximately" 4:00pm and 4:30pm, the device alarmed with an empty syringe alarm, and it was noted by the nurse that "the whole 30ml went in over 8 hours, sooner than it was supposed to." The nurse had reportedly only pushed the patient pendant once during the 8 hour time period. There were no reported adverse patient effects and no medical interventions were required. The patient was "fine", vital signs were stable, he was already intubated and "not conscious." The customer reported that the medication "probably had no effect, since he was not new to medications." The device was removed from clinical service. The patient has since been discharged from the intensive care unit. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of an overdelivery. The device passed testing including delivery accuracy. The pump history was downloaded and printed at the mfg site. The programming present in the history did not correlate with the customer's reported settings and event info. Review of the device history indicates that the pump delivered as programmed.